Event description:
It was reported that a tablet was unable to be turned on despite having plugged into the wall. The battery icon light was lit while plugged into the outlet. The a/c charger was confirmed to be working as it displayed a green light while being connected to power source. The power button was confirmed to be correctly oriented. A replacement tablet was sent but the suspect device has not been received by the manufacturer to date.

Event description:
The suspect tablet was received on 08/17/2016. The tablet was reported to have been dropped in (B)(6) 2016, resulting in the cracked screen. The tablet was returned for the cracked screen and not for the previously reported failure to turn on issue. An analysis was performed on the returned tablet and the reported allegation of unable to power on or off was not verified. The tablet was able to power on and off with no observed anomalies. The reported allegation of cracked screen was verified. A visual inspection of the tablet verified that the display was cracked. Although the screen was cracked, the tablet was still able to complete testing with no observed anomalies. No further anomalies associated with the tablet were identified during the analysis.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received that the tablet was working properly. The tablet is not expected to be returned as the reported issue was confirmed invalid.